Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the polytetrafluoroethylene (ptfe) coating was scraped off on several places along its proximal end and multiple bends along the guidewire length. The cause of the observed guidewire bends cannot be determined. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. The guidewire hydrophilic coating was examined; the coating is present on the guidewire and meets visual specifications. During functional analysis, resistance was experienced during advancement of the guidewire through a demonstration microcatheter due to the damages observed on the guidewire body. As per the directions for use (dfu): "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire." Information available indicated that the device was confirmed to be in good condition prior to use. Based on analysis and the information available, a root cause of dfu instructions not followed has been assigned to this investigation.

Event description:
Analysis of the device revealed that the coating was peeling. There was no reported clinical consequences to the patient.

Event description:
Analysis of the device revealed that the coating was peeling. There was no reported clinical consequences to the patient.